Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between june 31, 2023 ¿ august 1, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue and white end cap of an extra large volume intermate was loose in the packaging or fell when the packaging was opened. This was observed out of box. There was no patient involvement. No additional information is available.